Event description:
In 2005, a clinical incident involving a evac 70 wand with integrated cable was reported to arthrocare corporation. The reported incident involved an tonsillectomy procedure in which it was reported the pt sustained a small pea sized second degree burn outside the pt's mouth and a small second degree burn inside the pt's mouth. It was reported the physician primed the wand over the pt's lip to moisten the area resulting in burns to the pt's face (outside mouth) and inside of the mouth. The burns were treated by a plastic surgeon with a topical antibiotic cream. The pt was reported to be doing well.